Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt was returned for evaluation. An initial visual observation of the photograph showed the silicone overmold of the distal connector piece was damaged and broken off of the connector. The catheter tubing appears to be slightly misshapen; however, no damage could be seen on the catheter tubing in the returned photograph. No details of the break in the silicone overmold of the connector could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that groshong PICC fracture at the connector site. Nurse cut the damaged part lying outside the body and connected with fresh groshong repair kit and resolve the issue and treatment continued. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the distal connector oversleeve is confirmed, but the root cause could not be determined. One assembled 4 fr groshong two-piece extension set was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned sample. It was observed that the clear sleeve of the distal connector piece was broken circumferentially from the plastic of the distal connector piece. A microscopic observation revealed the break fracture surface of the clear oversleeve to be uneven and irregular. The break fracture edges appeared sharp and uneven. The fracture surface of the remaining catheter inside the distal connector was observed to have striations from being cut with a bladed instrument. Insufficient evidence was observed on the returned sample to determine a root cause. Therefore, this complaint was classified as cause unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that groshong PICC fracture at the connector site. Nurse cut the damaged part lying outside the body and connected with fresh groshong repair kit and resolve the issue and treatment continued. No other information was provided.